Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the cause of the poor coupling/reposition antenna screen was that the antenna was not keeping the connection to the recharger. This was taking hours to charge or not connecting at all sometimes. The replacement of the recharger antenna solved the problem. It only took about one hour to charge, and the battery implant stayed charged for 3-4 days instead of 1/2 a day. The patient reported she had been having problems for six months or longer. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was poor coupling while recharging. The patient reported the charger (insr) was not working. After clarifying information, the patient found the insr was 100% charged, and the patient was referring to the reposition antenna screen on the insr. The patient last had stimulation the night prior to the call. The patient was able to charge successfully two weeks ago. The patient reported she was able to charge for a little bit but would get the reposition antenna screen. During troubleshooting, patient services confirmed the insr was at 100% charge. Patient services confirmed the ins was less than 1/4 charge. The patient was getting some coupling but then changed to reposition antenna screen. The patient stated her pain had not returned, so she knew therapy was working. The patient stated she lost twenty pounds and had several falls. The patient fell down the stairs in (B)(6) 2018 and also in (B)(6) 2017 where she broke her wrist. Patient services recommended the patient follow-up with their doctor, because falls or trauma could cause the device to shift or move and change how the ins connected to the recharging antenna. No further complications were reported/anticipated.